Event description:
Device report from synthes (B)(4) reports an event in (B)(6) (are) as follows: it was reported on (B)(6) 2014 that during surgery the surgeon drilled both cortices with the 1.1 drill bit as per the surgical technique. The screw was getting stuck halfway through. Upon trying to force the screw through, the head of the screw broke. The surgeon then tried to use a cortical screw. The cortical screw also became stuck and then broke in the same manner. The surgeon then decided not to remove the broken shafts at that time and decided to remove them when he will remove the plate later. Two other locking screws, 1.5 mm, 10 mm size and 10 mm size have had their heads ruined with the surgeon attempting to force the screws in. There was a 20 minute delay in the surgery when the surgeon then decided to over drill the cortex using 1.3 drill bit then the screws went in easily. The event occurred after the surgeon had fixed the plate temporarily then started drilling for the screws. However, we can say that two of the six holes of the plate were not utilized in the fixation since they were just filled with screw shafts with no heads. Moreover, the locking feature of the plate was not utilized since the 1.5 threaded sleeve doesn't let the 1.3 drill bit to pass through. Therefore, the plate was used as a dcp plate with four fully stabilizing cortical screws only excluding the broken two screws. There was report of no harm to the patient. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Unable to verify as the device report indicates the patient was a male and a female. No additional information could be gathered to verify the sex of the patient. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.